Manufacturer narrative:
It was reported that the machine isn't calibrated, it isn't reading correct bp's. There were no reports of death, serious injury, medical intervention, or follow up care.

Event description:
The machine isn't calibrated, it isn't reading correct bp's.